Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a clogged nozzle due to foreign material stuck inside, adhesive removed, the ce label and label at the scope connector was fading/peeling and needs to be replaced, the insertion tube insulation was at 2 megaohms, switch 1 on the camera had a cut, air/water flow was normal after the nozzle was removed, and the adhesive on the control body scope cover was dry. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the lens of the colonovideoscope could not be cleared. It is unknown when the issue was found and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the following corrections were made due to the information being inadvertently missed: b5 (describe event or problem) event information. D8 (was this device serviced by a third party) from no to yes as it was noted during the evaluation that non-olympus parts were identified indicating the device was serviced by a third party. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was or the cause of the material remaining in the device. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing steps were performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Further information was provided by the customer stating the procedure was a colonoscopy and the doctor was not able to see due to the lens fogging up, so another scope was used.